Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. During the evaluation it was found that a foreign object was inside the nozzle of the device due to insufficient cleaning. Additional evaluation findings were as follows: due to deformation of up/down knob, water tightness is lost, the light guide lens, the control unit has discoloration, the suction cylinder is shaved, the light guide cover glass, the scope connector cover unit, the right/left knob, switch4, the switch box, the s-cover, the plastic distal end cover, the scope connector, the universal cord, the grip, the control unit, the lock engagement lever, the free/engage knob, the up/down knob, the connecting tube, all have as scratch, the paint on s-cylinder, the paint on aw-cylinder both were peeled, the electrical connector has discoloration due to water leakage, due to clogging of nozzle, water removal ability does not meet the standard value, the adhesive on bending section cover has a chip, due to wear of angle wire, the play of up/down knob is out of the standard value, due to wear of angle wire, bending angle in up direction does not meet the standard value, and the universal cord has a wrinkle. Based on the results of the investigation, however, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): the instruction manual evis lucera gif/cf/pcf type 260 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual evis lucera gif/cf/pcf type 260 series reprocessing manual describes how to prevent for the suggested event in chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope poor air supply and cloudy lens. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign object inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.